Event description:
While frigitronics cryo machine was in use, attempted to disconnect the probe after turning off the pressure source on the machine as well as the tank. The cryo probe snapped off with pressure when touched and flew to the 2nd mayo stand.